Manufacturer narrative:
(B)(4). Batch # p9495m. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was found to be positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal, however, no definitive root cause could be determined. It is possible that the high pitch sound heard was associated with the found moisture. It is probable that the ingress of moisture affected the handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap myomectomy procedure, the generator had an error and displayed for the handpiece to be replaced. Once a handpiece test was done, a high pitch tone could be heard coming from the handpiece and it stated to replace handpiece before test could be completed. There were no patient consequences.